Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that it was clarified that the patient's issue with their lead is out of range impedances. No further information was reported.

Manufacturer narrative:
Product ID: 977a260, serial# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's device was not working on one if their settings. One of the patient's leads have come out or is broken. The patient does not recall any circumstances that may have led to their loss of therapy. No falls or injury. The patient stated that they adjusted the one lead that still works. The issue has been resolved as long as the lead does not stop working. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was a loss of therapy. The patient had been on group c for quite a while and it was working and then suddenly it stopped working. The patient reported that when she put the device on group c it would not give her any stimulation. The patient tried groups a and b and they did not work as well. The patient said her back is hurting and the device just is not working right. The patient had not had any major change in activity, but she is probably a little more active. The patient was redirected to their healthcare provider (hcp) to schedule an appointment for possible reprogramming. The patient had an appointment with their hcp scheduled for (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). The patient reported that the scs was not working. The rep said that upon meeting with the patient it was found that electrodes 0-7 and 14 were out of range. There were no known factors that may have led to the issue. The rep successfully reprogrammed the ins using the electrodes that were in range. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.